Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that during the pre-use check, leakage of medical fluid at the connection part (where the filter and the tube were connected) was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Please disregard the initial report submitted with the MFR number: 3012307300-2022-07270. The report was submitted in error., corrected data: corrected information provided in h10.